Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead connector portion was returned in one piece. An insulation abrasion was noted at 9.8 cm to 10.5 cm and at 17.0 to 17.7 cm from connector pin, abrasion are indicative of exposure to constant friction with another implantable device. (B)(4).

Event description:
This reported is to advise of an event observed during analysis.